Manufacturer narrative:
Relevant pt info was not provided. Neither surgical notes nor x-rays were provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Clinical studies have shown that the development of osteolytic lesions is frequently associated with generation of wear debris. In the past, the occurrence of these lesions in n-k-ii conventional polyethylene (sulene) has been extensively investigated; however, no root cause was able to be identified. Reference MDR 1822565-2006-00284 for add'l info regarding the corrective action taken. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt's knee was revised for osteolysis.